Event description:
The customer reported a hospitalization even on (B)(6) 2015 for diabetic ketoacidosis. Customer's blood glucose was 707 mg/dl at the time of admission. The customer also reported they had a button error alarm prior to the hospitalization. Customer stated they were unable to receive insulin to their body due to the button error alarm. The customer reported feeling ill and began to vomit from their blood glucose. Customer also reported having shortness of breath. The customer was admitted into the intensive care unit as a result. The customer was treated with an insulin drip until their blood glucose lowered. The customer declined to return the insulin pump at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.